Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure and there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that during a procedure of the multi-vessel percutaneous coronary intervention (pci) a 2.5 x 18 mm xience alpine stent was successfully deployed in the circumflex artery and a 2.5 x 18 mm xience alpine was deployed in the left anterior descending (lad) left main artery. It was determined that the area between an existing stent and the 2.5 x 18 mm xience alpine stent in the lad should also be treated. A 2.75 x 15 mm xience alpine stent delivery system (sds) was advanced but met resistance with the stent in the lad; while attempting to retract/position the device, the 2.75 x 15 mm xience alpine stent became dislodged in the anatomy. Attempts to crush the stent or balloon dilate the stent were unsuccessful as no devices could successfully cross the vessel/lad stent area. Although a procedural time delay, there was no clinical significance. The patient underwent coronary bypass of the left internal mammary artery (lima) to lad artery with a good outcome. The stent remains in the anatomy. Hospitalization was prolonged due to the surgical procedure. No additional information was provided.